Event description:
It was reported to medtronic minimed that the customer unable to clear the real reason for the pump no longer connecting with continuous glucose monitoring and carelink was not working at the doctor's office. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-7333, mmt-7040a. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer discontinued use of the insulin pump. Mmt-1884 was requested and the customer response was that the device returned. Product return is not applicable for non physical device mmt-7333. No product return is required for mmt-7040a. Updated summary: rfr has been changed from za17 to za65 for pump and za17 to sw66 for carelink personal.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. P-cap locked in place properly during testing. Unit was received with original battery cap contact detached from battery cap. Proceeded to use new battery and battery cap. Unit was successfully downloaded using thump software. Device was able to be uploaded to carelink upon testing. The pump passed the self-test. Pump communicated and calibrated properly with test guardian link transmitter 3. Pump was monitored with guardian link transmitter and no lost connection noted during testing. No alerts/anomalies/alarm noted during test. Pump was cut open to perform visual inspection and no moisture damage found to the pcba 1, pcba 2, motor home switch and force sensor. The following were noted during visual inspection: cracked keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, customer allegations for pump not communicating with sensor and carelink not uploading were not confirmed, when the pump successfully connected to the sensor and was successfully uploaded to carelink. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.